Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2007, and subsequently expired on (B)(6) 2007, after use of the product.

Manufacturer narrative:
This is one event (death) of two events reported and associated with MDR #s 1225714-2013-00439, 1225714-2013-00440, 1225714-2013-00442.